Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. Section d references the main component of the system. Other medical products in use during the event include: product ID evolutfx-29 (serial: (B)(6); product type: 0195-heart valves; implant date n/a; explant date n/a product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date n/a; explant date n/a product ID d-evolutfx-2329 (lot: 0011924365); product type: 0195-heart valves; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, deployment of the valve was attempted multiple times, unsuccessfully. Due to recapturing the first valve more than was recommended, a second valve was opened. The second valve was also attempted to be deployed multiple times. Upon 80% deployment, the valve dislodged and was recaptured. There was no indication of sizing issue for both valves, and no patient-prosthesis mismatch was observed. Finally, a larger valve was successfully implanted. There was no patient anatomy that contributed to the positioning difficulties. No adverse patient effects were reported.